Manufacturer narrative:
The facility's biomedical technician stated that the machine was functioning correctly at the time of the pt's death. He does not believe that a gambro device caused or contributed to this pt's demise. The complaint investigation conducted by gambro has found no evidence to suggest that a gambro device caused or contributed to this event. Gambro does not regard the submission of this report as an admission of liability. This event is being reported as per gambro policy: all cases of 24 hrs after end of the treatment are considered reportable regardless of any involvement of agambro device.